Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt a sensation of electrical activity flowing across the chest and a pulling sensation around the device after coming into contact with a large piece of electrical equipment. It was also reported the patient received a shock. The device was removed due to normal battery depletion and replaced. No further patient complications have been reported as a result of this event.